Event description:
Customer reportedly received results of 275 mg/dl and 107 mg/dl within 10 minutes on the same device. No action was taken based on device results. No symptoms of high or low blood. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.